Event description:
A surgeon reported that during a cataract procedure, while I te final implant step, the injector plunger moved above the optical forcing the intraocular lens through resulting in a fractured intraocular lens. The intraocular lens was removed during the same procedure and a new intraocular lens of the same power and model was implanted. The pt presented the following day with corneal edema. The pt was prescribed anti-inflammatory drops. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).